Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 for a fracture of a distal radius, a stardrive screwdriver failed to perform correctly. The surgeon was unable to fit a va locking screw to the screwdriver. The screwdriver was swapped for a new one and the surgery was finished using the new driver. It was reported that a part of the head of the screw was small. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The DHR was reviewed with no complaint related anomalies noted. The investigation of the complained screw shows that the stardrive recess of the screw head is badly damaged. The flanks are deformed due to mechanical attack. We have to assume that this damage was caused during insertion of the screwdriver. It is possible the screwdriver was not properly aligned to the screw. Functional test shows that it is possible to insert the screwdriver into the recess.